Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
Healthcare professional reported "left implant with capsular contracture", "left prosthesis associated with seroma late." ", left implant is turned over" thed evice remains implanted.

Event description:
Device has been explanted.